Event description:
Device 1 of 3. Ref MFR report #1627487-2014-05082, -05083. It was reported the patient began to receive inadequate coverage after experiencing a sneezing bout. The patient experienced stimulation in unintended areas and overstimulation at the ipg site while being reprogrammed by an sjm representative. As a result, the patient will undergo x-rays for further investigation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.